Manufacturer narrative:
26-mar-2020: no failure could be identified as a result of the investigation.

Event description:
Internal part of vagina got wrapped around the tampon - vagina [vaginal disorder]. Pain (similar to childbirth pain), soreness - vagina [vulvovaginal pain]. Inflammation - vagina [vulvovaginal inflammation]. (Internal part of vagina) got wrapped around the tampon. No way to remove the product [foreign body in reproductive tract]. Tampon split and was (painful) trying to remove [complication of device removal]. Tampon split [device breakage]. A mother reported spontaneously via phone on (B)(6) 2020 that her 14 year old daughter used a tampax tampon pure regular normal non deodorant for the first time, using one tampon at a time. The mother explained that on (B)(6) 2020 the tampon split; it went in dry and when it became wet, it split in half. The daughter had the tampon in for about 3 hours. The mother stated that after the tampon became saturated, the internal part of her daughter's vagina got wrapped around the tampon and her daughter had to go to the gynecologist (who also happened to be a family friend). The daughter first tried to take the tampon out at home and it was like childbirth kind of pain and agony. Per the mother's report, there was no way to remove the product unless the gynecologist took actual parts of her daughter's reproductive area out. The gynecologist had to use forceps and lidocaine and do a medical procedure; she had to unwrap the pieces of the tampon (but the gynecologist did not have to remove any of her daughter's internal parts). The doctor had to tuck it under and she said that it was like she was crocheting; the mother stated that the gynecologist had never seen anything like this. The mother reported that it was painful for her daughter, elaborating that when the tampon was being pulled, it was like childbirth pain (her daughter was screaming). Her daughter also experienced inflammation and soreness to her vagina from all the poking and prodding in removing the product. The overall case outcome was improved. Relevant history: allergy/intolerance: none. Concomitant product(s): none reported. No further information was provided. 20-feb-2020 product investigation results: conclusion code - no manufacturing cause identified based on investigation. No further information was provided. 26-mar-2020 additional product investigation results received for the consumer's returned product: conclusion code - no manufacturing cause identified based on investigation. No further information was provided.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Internal part of vagina got wrapped around the tampon - vagina [vaginal disorder], pain (similar to childbirth pain), soreness - vagina [vulvovaginal pain], inflammation - vagina [vulvovaginal inflammation], (internal part of vagina) got wrapped around the tampon... No way to remove the product [foreign body in reproductive tract], tampon split and was (painful) trying to remove [complication of device removal], tampon split [device breakage]. Case description: a mother reported spontaneously via phone on (B)(6) 2020 that her (B)(6) year old daughter used a tampax tampon pure regular normal non deodorant for the first time, using one tampon at a time. The mother explained that on (B)(6) 2020 the tampon split; it went in dry and when it became wet, it split in half. The daughter had the tampon in for about 3 hours. The mother stated that after the tampon became saturated, the internal part of her daughter's vagina got wrapped around the tampon and her daughter had to go to the gynecologist (who also happened to be a family friend). The daughter first tried to take the tampon out at home and it was like childbirth kind of pain and agony. Per the mother's report, there was no way to remove the product unless the gynecologist took actual parts of her daughter's reproductive area out. The gynecologist had to use forceps and lidocaine and do a medical procedure; she had to unwrap the pieces of the tampon (but the gynecologist did not have to remove any of her daughter's internal parts). The doctor had to tuck it under and she said that it was like she was crocheting; the mother stated that the gynecologist had never seen anything like this. The mother reported that it was painful for her daughter, elaborating that when the tampon was being pulled, it was like childbirth pain (her daughter was screaming). Her daughter also experienced inflammation and soreness to her vagina from all the poking and prodding in removing the product. The overall case outcome was improved. Relevant history: allergy/intolerance: none. Concomitant product(s): none reported. No further information was provided. 20-feb-2020 product investigation results: conclusion code - no manufacturing cause identified based on investigation. No further information was provided.